Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve migration requiring intervention, paravalvular leak (pvl) and valve stenosis are potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the valve migration could not be confirmed, however, the valve initially being placed low may have been a contributing factor. The valve migration was considered to be the cause for the valve stenosis and pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years post implant of a 26mm sapien xt valve, the valve migrated and was lodged into the lvot, resulting in moderate to severe aortic stenosis and pvl. The cause for the valve migration was unknown, but it is believed the valve was placed really low to begin with and the team had issues with the aorta as the case was a direct aortic valve placement.

Manufacturer narrative:
This case was presented at tvt 2019 conference under title ¿tvt 2019 late presenting migration of sapien xt into lvot.¿ there is no new information in the presentation that would change the initial report.

Manufacturer narrative:
Reference CAPA-(B)(4)..

Manufacturer narrative:
Additional information was received. Approximately 3 years and 2 months post valve implant, a 26mm sapien 3 valve was implanted in a 60:40 aortic/ventricular position within the existing 26mm sapien xt valve. The case went as planned with excellent results. No paravalvular leak (pvl) or central aortic insufficiency (cai) was noted. The patient was alive at the conclusion of the case. The information does not change the results of the investigation.